Manufacturer narrative:
Physio-control evaluated the removed parts from the device and determined that the cause of the reported failure was a shorted capacitor, designator c14 from the interface pcb assembly. Additionally the shorted capacitor caused burn damage on the system/memory pcb assembly between filters fl207 and fl120 and smoke damage to the removed cable assembly.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system/memory pcb assembly, the interface pcb assembly, the system/interface pcb cable assembly, and two fuses on the power pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.